Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between an unspecified intravenous (IV) access set and a transfusion blood container. The loose connection was observed during patient therapy and resulted in leak of blood to be infused. There was no patient injury or medical intervention associated with this event. No additional information was available.